Manufacturer narrative:
According to (B)(6) which has been provided to the customer to inform that a replacement part can be ordered by service personnel to rectify the reported problem. There was no report of an ac module failure. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported the customer called about the fco regarding replacement of the ac module; however, no ac module failure was reported. The device was not in use on a patient.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device¿s ac power module was not functioning. The device was not in use on a patient.